Event description:
It was reported that during implant the right atrial (ra) lead exhibited placement difficulty, high thresholds and low sensing in multiple locations. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.